Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the stopcock on a bakri postpartum balloon with rapid instillation components was leaking when fluids were pushed to inflate the balloon. Another bakri device was opened for the use of only the stopcock and these components were switched. There were no leaks present after this component was changed and a crack was observed on the initial stopcock. The patient was stabilized, transported to a specialty hospital and discharged three days later with no reported complications. There were no adverse consequences to the patient as a result of this reported issue.

Event description:
It was reported the stopcock on a bakri postpartum balloon with rapid instillation components was leaking when fluids were pushed to inflate the balloon. Another bakri device was opened for the use of only the stopcock and these components were switched. There were no leaks present after this component was changed and a crack was observed on the initial stopcock. The patient was stabilized, transported to a specialty hospital and discharged three days later with no reported complications. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation ¿ evaluation: the cook bakri postpartum balloon with rapid instillation components was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of complaint history, the device history record, instructions for use, quality control data and trends was conducted. The device history record was reviewed and noted there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this complaint to be the only complaint associated with lot number 8439103. This device is inspected visually and functionally at the supplier for leaks including inflation and deflation. The cause of the cracked stopcock could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.